Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier us mr 3.00 x 20mm stent delivery system was returned for analysis. The stent was not returned for analysis. The balloon appeared to have been subjected to positive and a vacuum pulled. Using a hand-held encore device an attempt was made to inflate the balloon to rated burst pressure (rbp) however the attempt failed due to the hardened medium evident, the device was left to soak in water bath at 37 degrees to soften the hardened medium. After soaking the balloon inflated to rbp with no issue. The balloon was deflated in 3.2 seconds as per direction for use. A visual and tactile examination of the device found multiple hypotube kinks. An examination of the shaft polymer extrusion revealed multiple inner/outer extrusion kinks. There was hardened contrast medium evident in the lumen. There were no issues advancing the device over a 0.014¿ guidewire. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 30-apr-2018. A 3.00x20mm promus premier¿ drug-eluting stent was received with no issues reported. However, upon review of this device, stent detachment/separation occurred.